Event description:
Pleurx catheter kit did not contain all of the items needed to place the catheter. Small, yellow sticker on outside of box noted that dilator was left out of tray due to a MFR shortage. Surgeon able to open whole different type of kit to get a dilator that would work, but did delay completion of procedure. There was no communication between company and facility except for a small sticker on the packaging. Kit should not be shipped without all necessary items.